Event description:
It was reported that the pump's screen was scratched, causing visibility and interaction issues. There was no reported impact to the customer¿s blood glucose level. The customer was out of warranty and in the process of obtaining a new pump; no further corrective actions were taken.